Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a total knee arthoplasty (tka) surgical procedure, it was discovered that the battery reamer/drill device did not work. According to the reporter, the device made a weird noise when the trigger was pressed and had low power. There was a five minute delay to the surgical procedure. An identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it was making an unusual noise, the electronic motor was damaged (low power) and there was water found inside the unit. Therefore, the reported condition was confirmed. The assignable root cause was determined to due to wear on internal electronic and mechanical components from use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.